Event description:
The customer stated they were receiving questionable results for multiple assays since (B)(6) 2013. Data was provided for three patient samples. Patient sample 1 original thyrotropin (tsh) result was 0.031 miu/ml. The repeat result was 4.72 miu/ml. The original free thyroxine (ft4) result was <0.23 mg/dl with a data flag. The repeat result was 1.08. Patient sample 2 was from a female patient with birthdate of (B)(6) 1980. The original tsh result was 0.032 miu/ml. The repeat result was 1.06 miu/ml. On (B)(6) 2013, patient sample 3 was from a male patient with birthdate (B)(6) 1948. The original total psa total (free + complexed) psa - prostate-specific antigen (tpsa) result was 0.21 ng/ml. Repeat results were 4.78 ng/ml and 4.63 ng/ml. The original results were reported out for these samples. The repeat results were believed to be correct. There were no adverse events. The tsh reagent lot number was 17197101 with an expiration date of 11/30/2013. The ft4 reagent lot number was 17127701 with an expiration date of 02/28/2014. The tpsa reagent lot number was 17168801 with an expiration date of 04/30/2014. The field service representative could not determine a cause but noted the mixer speed was out of adjustment and the bcr2 counts were running low. He adjusted the mixer speed and counts to specifications. He ran performance testing and all results were within acceptable ranges. He ran a cell blank and the customer calibrated and ran qc on all assays. All results were within acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.